Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218700, model: sc-2218-70, serial: (B)(6), batch: 7071761, UDI: (B)(4). Product family: scs-linear leads, upn: m365sc2218700, model: sc-2218-70, serial: (B)(6), batch: 7071779, UDI: (B)(4). Product family: scs-linear leads, upn: m365sc2218700, model: sc-2218-70, serial: (B)(6), batch: 7084141, UDI: (B)(4). Product family: scs-linear leads, upn: m365sc2218700, model: sc-2218-70, serial: (B)(6), batch: 7084340, UDI: (B)(4).

Event description:
It was reported that the patient was experiencing difficulty charging the implantable pulse generator (ipg). It was also noted that patient experienced inadequate relief and leads migrated. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted devices were not returned.